Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 08-dec-1999, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal sufentanil 5 mcg/ml at 0.8 mcg/day via an implanted pump. It was reported the event/difficulty occurred during a procedure on (B)(6) 2021. It was noted during a pump replacement at the elective replacement indicator (eri), the catheter access port (cap) aspiration yielded air and no cerebrospinal fluid (csf). It was noted the age of the catheter was 23 years. Diagnostics/troubleshooting included the catheter was aspirated via the cap port and again once disconnected at the spine. The catheter was discovered to be disconnected at the spine. They attempted to revise the existing catheter with no success. The pump segment was not connected to the spine segment at the spine incision. It was noted the spine segment did show good csf flow but was no longer at the desired spinal level. The catheter was fully explanted (discarded) and replaced with a new 8780 ascenda catheter. It was further reported the patient wanted his pump ¿turned back up to what it was¿ because he claimed it was not working as well as it had been. He believed the pump was completely off; however, it was still running on interrogation. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included chronic pain.